Event description:
The lay patient contacted lifescan alleging that her one touch basic enhanced was reading inaccurately low. The patient was diagnosed with diabetes about 1 1/2 wks ago. The patient's daughter, who is a nurse, assisted the patient in setting up the reported meter when she bought it. The daughter said the patient was obtaining results that appeared to be low while having no symptoms of high or low blood glucose level. On 10/26/05, the daughter took the patient to the ER after obtaining a result of 9.1 mmoi/l (converts to 164 mg/dl) on the reported meter. The daughter said she thought the result was low; she interpreted the reading to be 9.1 mg/dl or 91 mg/dl and she was concerned about her mother's blood glucose level becoming too low. The mas confirmed that the patient does not take diabetes medication. The patient's doctor told the daughter medication may be started after monitoring the patient's blood glucose readings for a couple weeks. A result of 207 mg/dl was obtained on the ER device and the patient was released without treatment. The customer care agent (cca) confirmed that the meter was set to mmoi/l instead of mg/dl. The daughter did not recall setting the meter units of measurement to mmoi/l when she assisted her mother in setting up the meter. The meter, test strips, and control solution were replaced.